Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer could not find the electrode part on the removed enlite sensor. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that due to the inspection, the possibility of the sensor remaining in the body could be confirmed, if the sensor was still suspected of remaining in the customer¿s body, it was necessary to inspect by the medical facility. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Also, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications.